Manufacturer narrative:
An event of st elevation along with some cardiac changes due to air embolism in the right coronary artery was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 8f amplatzer talisman delivery sheath. The patient was under general anesthesia during procedure. The sheath dilator was removed slowly to minimize risk of air being introduced. The device loader was attached after removal of the dilator. Continuous flush with syringe was connected as device was attached to sheath. During deployment of the left atrial disc, st elevation was immediately observed along with some cardiac changes on transesophageal echocardiogram (tee) due to air embolism in the right coronary artery. It was believed that the air was either introduced during device preparation or in the talisman sheath. This improved with some time, and the device was successfully deployed and released. The patient stayed in the hospital overnight. The patient was reported as stable and was discharged the following day.